Manufacturer narrative:
This follow-up report is being submitted to relay additional and or corrected information. Complaint sample was evaluated and the reported event was not confirmed. The DHR was reviewed and no discrepancies were found. The product meets the zimmer biomet specifications and no abnormal conditions were reported. Root cause was unable to be determined. Reported condition was not verifiable after the investigation associated with pain. Visual inspections of the unit, ac adapter, charger, both cable assemblies, electrodes and both batteries were performed and there was no exposed wiring. Further review of the spinalpak unit, charger, ac adapter, electrodes, both cable assemblies and two (2) batteries confirmed they operated/functioned as intended, specifically the spinalpak unit ran burn-in stand-alone "battery" only for 47 hours with no problems.the device analysis indicated that the device met the specifications. No abnormal condition could be identified during the investigation and device evaluation that could be considered a causal factor for the reported condition. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: b4: date of this report added. D4: serial # added. D10: device available for evaluation updated to yes. D10: returned to manufacturer selected . D10: date returned to manufacturer added. G4: date received by manufacturer added g7: type of report added. H2: follow up types. H3: device evaluated by manufacturer updated to yes. H4: device manufacturer date added. H6: method code updated to 10: testing of actual/suspected device. H6: method code updated to 3331: analysis of production records. H6: results code updated to 213: no device problem found. H6: conclusions code updated to 4310: cause cannot be traced to device . H10: additional narratives/data. The following sections were corrected: h5: labeled for single use.

Event description:
It was reported that the patient experienced nerve pain from using the spinal pak. The patient stated that 3 or 4 days after using the device, he started experiencing symptoms of pain and tingling in his quad. He was advised by his doctor to discontinue use of the spinal pak, because according to his doctor the swelling in his femoral nerve was due to the spinal pak. No additional patient consequences were reported.

Manufacturer narrative:
Zimmer biomet : (B)(4). Date of event: the event occurred sometime in (B)(6) 2019. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient experienced nerve pain from using the spinal pak. The patient stated that 3 or 4 days after using the device, he started experiencing symptoms of pain and tingling in his quad. He was advised by his doctor to discontinue use of the spinal pak, because according to his doctor the swelling in his femoral nerve was due to the spinal pak. No additional patient consequences were reported.